Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D10: a10012 - gps implant kit v2 (B)(6) 02-010-04-0340 - logic cr femoral por, right, sz 4 (B)(6) 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-32 - threaded pin size 3.0 collarless (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Patient stated they were experiencing pain as a result of their knee replacement surgery and plans to seek further medical care for these issues. Initial procedure date unknown. Unknown if revision procedure was performed. No further information available.

Manufacturer narrative:
E1 phone number: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.